Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's mother reported via phone call that numbers on display screen continued to scroll on its own and was not aware of what caused malfunction. It was advised that insulin pump would be replaced.